Event description:
Caller reported a malfunction on pump, identified as malf 12, with fault ID 0x2071. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller with resetting pump, which resolved issue. Customer was instructed to continue using pump and to call back if malfunction code recurs. Caller acknowledged and understood.